Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was stuck on the carefusion page and the user was unable to reboot the system. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the carefusion page. A technical support specialist (tss) verified the device was online via remote support service using the serial number, but the station kept looping back to a blue screen. The tss remotely accessed the station, logged in as carefusion administrator (cfnadmin), and redeployed the package. Deployment was slow, and during the process, the user rebooted the station from their end. The system functioned as intended after the technical support specialist troubleshot the device. The end user successfully rebooted the station and tested the system by pulling medications after logging in.